Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 780 hematology analyzer failed to provide a blast flag for one patient specimen. The erroneous results were reported out of the laboratory, and questioned by the physician as the results were not fitting into the patient's previous history. Repeat testing was performed on the same and three (3) different instruments. One instrument produced blast flag, two instruments produced no flag, and the last instrument did not produce differential results. Manual differential showed 77% blast. There was no death, injury or change to patient treatment as a result of this incident. The event on the 2nd instrument that failed to provide blast flag is reported in MDR# 1061932-2011-01393.

Manufacturer narrative:
The specimen was collected in a bd edta vacutainer tube and sampled within 1 hour and 10 minutes. Controls were run before and after the event. Qc was performing within the specifications. Flagging sensitivity preferences were set at [3222], where blast is set at high, imm ne2, variant lymph and imm ne1 are set at mid on all lh780 instruments. Analysis of raw data from the instruments provided the following: a suspect flag is set by the algorithm if the sample shows dominant and elongated populations. The runs missing flags each show a single dominant population, but neither of them was significantly elongated. The abnormalities of the histogram patterns are on the borderline of the flagging conditions. Problem occurred only on this single patient sample, and is not reproducible. Service was not dispatched for this event. The root cause for the instrument not flagging the specimen for blasts cells is that the abnormal specimen was on the borderline condition of the algorithm criteria for blast flagging.